Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address a dislocation. Cup was also noted to be vertical, which was thought to be the reason for the dislocation.

Manufacturer narrative:
Patient was revised to address a dislocation. Cup was also noted to be vertical, which was thought to be the reason for the dislocation. Examination of the reported device was not possible as it was not returned. A search of the complaints databases identified one other similar reporting. Positioning of the device isn't likely to be related to the manufacturing process. No investigational inputs were provided. The investigation can draw no conclusions. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.